Event description:
An attempt was made to use an amphiprion deep pta balloon catheter to treat a patient. The device was inspected before use and no abnormalities were noted. Negative preparation was not performed. The balloon could not be inflated. The device was removed and a pinhole was found on the balloon. No patient complication was reported. Evaluation summary: the device appears used. The balloon was unfolded. The guidewire lumen was flushed by connecting a syringe filled with water to the device hub and no leaks were identified. A 0.014" guidewire was inserted in the hub of the catheter and no friction was detected. A manometric syringe filled with water was connected to the balloon lumen of the hub and an attempt was made to inflate the balloon. A leak was detected. The damage on the balloon surface is confirmed as a balloon pinhole.

Manufacturer narrative:
(B)(4). Results: based on the information provided no root cause can be determined. Device was not purged before use. Conclusion: device was not purged before use. Based on the information provided no root cause can be determined.